Event description:
A customer reported experiencing a cartridge change error with their pump, which prevented them from successfully loading a new cartridge and resuming insulin delivery. There was no adverse impact to the customer's blood glucose level reported. The customer reverted to manual injections for insulin therapy.